Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing. The physician was unable to reproduce the oversensing with pocket or ICD manipulation and all pacing and sensing functions appear to be normal. The patient will return to the clinic for more non-invasive testing.